Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the significantly tortuous and significantly calcified circumflex artery. An opticross 6 hd catheter was used for ultrasound examination of the target lesion. During the procedure, the catheter tip folded on itself and locked up on the wire. The wire and catheter were removed normally, and the procedure was completed using a different device. No patient complications were reported, and the patients condition was stable.